Manufacturer narrative:
Per tandem¿s t:slim user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 388 mg/dl. During troubleshooting with tandem's technical support it was noted that there were 3 champagne sized air bubbles in the tubing, but they were expelled through priming. Reportedly, the insulin had been in use for 2-3 days past labeling. At the end of the report, the customer's blood glucose level was 400 mg/dl. The customer indicated that the cartridge, infusion set tubing, and site would be changed. A follow up with the customer indicated that the bg level was 230 mg/dl and was continuing to decrease.